Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2021 and the mesh was implanted. It was reported that the patient had to have the mesh dissected because of an infra-urethral erosion measuring less than one cm. It was also reported that the indication was ablation from the part of the eroded mesh. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 11/16/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 evaluation: one device was received; small part of mesh. The received device was manipulated and ex-planted as original packaging and all components were missing. Only the remaining part of the mesh was visible with lot of organic matter around. The defect of "eroded mesh" could not be tested for the device for the defect. A manufacturing record evaluation was performed for the product code 810041bl, batch: 3932695. No non-conformance was identified. Events of this type are trended regularly via 100583575 therefore this complaint is being closed to trending. No further investigation will be conducted on this complaint which is not confirmed. Complaint information will be included in complaint trending that is reviewed by the applicable product quality and safety surveillance date review board on a regular basis if further action is necessary.